Event description:
It was reported that the device's battery won't hold charge. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a warranty replacement battery was requested. This mrx battery was received for failure analysis in a no fault found state. The battery needed to be calibrated. The battery will be scrapped. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which was requested. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's battery won't hold charge. There was reportedly no patient involvement.